Manufacturer narrative:
Based on the information provided by the stryker medpor expert and stryker's medical expert, they concurred that the product did not cause or contribute to the reported event, as an infection at a medpor implant site is thought to be caused by either contamination of the implant during the initial surgery, especially from oral mucosa if it is an intraoral approach, or by later contamination through a surgical wound dehiscence or exposure of the implant due to breakdown of the overlying tissue.

Event description:
It was reported that after a medpor single stage was implanted the patient was treated with radiotherapy and contracted an infection that led to a planned revision surgery. Medical intervention and adverse consequences to the patient were reported, but the surgeon attributed the infection to the radiotherapy.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that after a medpor single stage was implanted the patient was treated with radiotherapy and contracted an infection that led to a planned revision surgery. Medical intervention and adverse consequences to the patient were reported, but the surgeon attributed the infection to the radiotherapy.